Event description:
It was reported that the subject device gave an error e224 communication error. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5; d8; d9; g3, h2; h3; h4; h6; h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely a disconnection in the cable unit led to the error code e223 and therefore, no white balance could be achieved. However, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, device has not yet been returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device gave an error e224 communication error during use. There were no reports of patient harm.